Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. Since the clear tubing was detached, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Kinks were observed in the imaging core assembly at 21.0cm & 25.5cm from end of the distal tip housing assembly. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Imaging core windup was found in the telescope assembly. It was also found that the imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The target lesion was located in a moderately calcified middle of right coronary artery (rca). During procedure, an opticross¿ imaging catheter was used to view the lesion. Pullback was then performed several times and the image was displayed without issue. However, it was noted that on the third pullback the image did not appear. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed a clear tubing detached from the blue tubing at the lap joint.